Event description:
The pt complained of a lot pain during placement of essure units on (B)(6) 2012, but healthcare professional thought the procedure went well. At placement, the trailing coils looked correct. She had the modified hysterosalpingogram on time ((B)(6) 2012) and the trailing coils looked correct at that time. Pt felt okay for a while but came back with complaint of pain on right side. Pt received pain medications (pt has been on pain medications for other problems also). On (B)(6) 2013, hysterectomy was performed for treatment, and the right essure had perforated the right tube and was attached to the bowel and omentum. Essure was removed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.